Event description:
Customer stated the code key number displayed on the device does not match the number of the glucose strips. The customer tried a new key and the code that displayed did not match the code on the key. No controls were in use.